Event description:
The pt presented with an unexpected myopic refractive error of -3.00 diopters. The consultant suspects the lens implanted was not a 27.5 d as listed on the label. The lens will not be explanted.

Manufacturer narrative:
This lens is sold in the USA under model mi60lus. The exact dates were not provided. These dates are estimated. Inspection and test records indicated that the lens lot conformed to specification at the time of release. There were no issues associated with power/resolution during the mfg process. Having a -3d correction suggests that there might have been a 30d lens mixed with the complaint lot. An investigation of lots manufactured around the same time frame as this lot (1809540) revealed that no mi60g 30d lots were produced; thus, there is no possibility of having a 30d lens mixed in the 27.5d lot# 1809540. It cannot be established whether underlying clinical/surgical issues have led to an unexpected diopter error.